Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-04033 and 2134265-2015-04005. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a simulator imaging catheter. During preparation, error 130 which correlates to "an image acquisition error" occurred and automatic pullback stopped halfway through. Rebooting the system twice was then performed. During the first reboot, error did not occur however, during second reboot, error occurred again. No patient involvement.